Event description:
Patient reported: "right side no complaint against device". Patient later reported a right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "sick" and "pain." Device has been explanted.

Event description:
Physician reported right side capsular contracture baker grade IV. The device was replaced and treatment included a total capsulectomy.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ white particles observed on the device. ¿ deformation observed on the device. ¿ crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side "no complaint against device." Patient later reported a right side capsular contracture baker grade iii. Patient additionally reported "sick" and "pain." Patient undergone total capsulectomy. Device has been explanted and replaced.